Manufacturer narrative:
On 4/24/2020, during visual evaluation, no apparent damage or gel bleed were observed on the returned device. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Gel bleed complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical secondary review of this file performed on 04/07/2020, it was decided to remove rupture code and add code gel bleed code to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a gel mentor breast implant of unknown type and suffered from the bilateral rupture and granuloma on the left side. As a result, the patient had undergone removal without replacement on (B)(6) 2020. This medwatch is for the right breast implant.